Event description:
Lar procedure. Cs33 dlu was connected and pc read "replace dlu". Second dlu was attached and rec'd same error message. Flexshaft was changed and the first cs33 dlu was attached, calibrated and fired. During a leak test, 25% of the staple line leaked. There were also under-formed staples observed at the location of the leak. Sutures were placed over the staple line to secure the anastomosis.